Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after the right atrial (ra) lead was implanted, it was observed to dislodge multiple times, as it was sensing in the right ventricle (rv). The dislodgement was confirmed by x-ray and fluoroscopy. The ra lead dislodged multiple times before pocket closure and twice more after pocket closure. The device pocket was then reopened during the same procedure to explant and replace the ra lead. The patient remained stable throughout the procedure.